Event description:
It was reported that tears were noticed in the catheter, the connecting part where you connect the urine bag has stretched out, and the catheter is not fitting properly anymore. It was also reported there was a tear noticed on the catheter connection where you inflate the balloon.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. F/u info was requested on 06/20/2014, however, no add'l info had been rec'd thus far. No add'l patient/event details have been provided to date. Should add'l info become available a f/u report will be submitted.